Event description:
Customer alleges the needle from the multiclix lancet device does not fully retract after it has been fired. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.